Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/09/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that on (B)(6) 2016, the patient started to experience itching and red bumps, located around the adhesive area. Patient had been experiencing reactions for approximately 3 weeks and reactions would become so itchy that the sensor would have to be removed after just one day of wear. Skin would also appear red after removal. Patient's mother stated that they have used iv3000 as a skin barrier and patient did not have a history of known allergies or skin sensitivities. On (B)(6) 2016, the patient's healthcare provider recommended the use of over-the-counter flonase and over-the-counter tough pads as skin barriers. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.